Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned inside the microcatheter. The coil was partially advanced out of the tip of the catheter. Blood was present on the coil and at the tip of the catheter; so it was soaked in saline in attempt to remove the blood. The coil was jammed in the catheter. Force was required to remove the coil. Visual and microscopic inspection of the returned device found that the proximal contact was detached and the delivery wire was broken. The delivery wire was kinked at 34, 36, 41 and 45cm from the proximal end. The main coil was stretched at the proximal end and the main junction was kinked. There were no anomalies noted to the main junction. Additional information stated that the coil was confirmed to be in good condition after unpacking and preparation. However, continuous flush was not maintained during the procedure. As per target coils directions for use (dfu) in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. As continuous flush was not used an assignable cause of dfu instruction not followed has been assigned to coil jammed; coil in catheter friction and main coil stretched as the issue was due to a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user. The observed proximal contact detached and the delivery wire kinks were most likely caused by the handling of the device. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the observed delivery wire breakage as it is unknown whether the delivery wire break occurred during the procedure or during the coil removal from the microcatheter during analysis.

Event description:
Analysis of the returned device found that the delivery wire was broken. There was no clinical consequence to the patient.